Event description:
A patient was implanted with a prodisc c implant on (B)(6) 2021 at c4-5. Patient began experiencing symptoms in line with facet pain and it was noted by the removal surgeon that the implant was too large and causing pain. Surgeon removed the implant on (B)(6) 2024 and fused the patient with a medtronic acdf device.

Manufacturer narrative:
An MDR is indicated for this complaint. A patient was implanted with a prodisc c implant on (B)(6) 2021 at c4-5. Patient began experiencing symptoms in line with facet pain and it was noted by the removal surgeon that the implant was too large and causing pain. The surgeon removed the implant on (B)(6) 2024 and fused the patient with a medtronic acdf device. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints was not within the levels outlined in the risk documentation, a cn will be completed to revise the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The removed implant was not returned from the hospital as it was sent to pathology and therefore no device evaluation could be completed. The removal was due to the implant being oversized and causing pain. The submission is 1 of 1 devices involved in this event.